Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was heavily calcified and may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. The return of the mini trek may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the procedure was to treat a heavily calcified circumflex lesion. The 2.0 x 6 minitrek balloon ruptured at 13 atmospheres during the first inflation. There was no reported resistance advancing or removing the catheter. A 2.5 x 8 nc trek was used to complete the treatment of the lesion. It was further reported that attempts were made to stent the lesion, but no stent would cross. The stents were confirmed to be non-abbott stents. There was no significant delay in procedure and no adverse patient effects. Patient outcome was good. No additional information was provided.